Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open colectomy procedure, the device would not fire. It was stuck on the tissue. Echelon 45mm articulating was used to complete the case. There were no patient consequences. The device was discarded.